Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine follow-up in situ measurements revealed affected channels. Hearing performance with the device is also affected. Imaging and follow-up meetings are planned.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation surgery is scheduled for (B)(4) 2019.

Event description:
During a routine follow-up, in situ measurements revealed affected channels. Hearing performance with the device is also affected. There is no report of an incident of accident or trauma and there have been no changes in health or medication. Re-implantation is planned for (B)(4) 2019.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine follow-up, in situ measurements revealed affected channels. Hearing performance with the device is also affected. There is no report of an incident of accident or trauma and there have been no changes in health or medication. The recipient was re-implanted.